Manufacturer narrative:
The insulin pump had intermittent button response on the act button due to corroded keypad traces noted. No unexpected button error alarms or battery out limit alarms noted during testing. The insulin pump passed displacement test and off no power test. The operating currents were in specification. The insulin pump was received with cracked case at lcd window corners, cracked lcd window, broken reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm and a battery out limit alarm on the insulin pump. The customer stated that none of the buttons on the insulin pump were working the customer's blood glucose was 373 mg/dl. Troubleshooting was done. The customer stated that she was working out both times that she received the button error alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.